Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that x-rays did not identify any discontinuities. The patient has been referred for surgery. No known surgical intervention has been performed to date. The generator was not programmed off after observing the high impedance. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the vns patient underwent revision surgery. The system was tested before the intervention and system diagnostics and normal mode diagnostics returned high impedance results with dcdc code 7 and neos=no. During surgery the lead-pin was removed and reinserted, but the high impedance results persisted. The lead and the generator were explanted and replaced. The new system was tested and system diagnostics returned impedance results within normal limits, with 1376 ohms. It was reported that the patient had not experienced increased seizures. It was reported that the patient would be followed up on (B)(6) 2015. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Return of the explanted devices is expected but they have not been received to date.

Event description:
The explanted devices were received by the manufacturer. Analysis of the generator found no abnormal performance or any other type of adverse condition. The device performed according to functional specifications. Analysis of the returned lead is underway but it has not been completed to date

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
Analysis was performed on the returned lead portions. Note that the (+) white and (-) green electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. Visual analysis of the returned portion found that the (-) green electrode quadfilar coil was broken at the proximal end of the anchor tether. Scanning electron microscopy was performed on the connector end of the (-) green electrode quadfilar coil break and identified the area on two of the broken coil strands as being mechanically damaged with smooth surfaces which prevented identification of the coil fracture type, and no pitting. The two remaining broken coil strands were identified as having evidence of a stress induced fracture with mechanical damage, no pitting and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture on one of the broken coil strands. Determination could not conclusively be made on the fracture mechanism. Scanning electron microscopy on the electrode (mating) end of the (-) green electrode quadfilar coil break at the proximal end of the anchor tether identified the area on two of the broken coil strands as being mechanically damaged with smooth surfaces which prevented identification of the coil fracture type with fine pitting. The two remaining broken coil strands were identified as having evidence of a stress induced fracture with mechanical damage, no pitting and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture on one of the broken coil strands. Determination could not conclusively be made on the fracture mechanism. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity like material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.